Manufacturer narrative:
Corrected data:it was reported that this bioprosthetic valve has exhibited moderate-to-severe regurgitation; it continues to remain implanted and perform its essential function. There has been no evidence that the patient required intervention.

Manufacturer narrative:
Additional manufacturer narrative: it was reported that this patient experiences regurgitation. The type and cause of regurgitation varies depending upon multiple factors. The device remains implanted in the patient. There is insufficient information to conclusively determine the root cause of this event. No further actions are possible with the available information. A supplemental MDR will be submitted if any new information is obtained.

Event description:
Edwards has received information that this bioprosthetic valve has exhibited severe mitral regurgitation at two (2) years, seven (7) months after implant. Device remains implanted. There are no adverse patient effects reported at this time.

Manufacturer narrative:
Thickened leaflets.

Event description:
Edwards received additional information from the healthcare provider indicating rigid leaflets since implant and progressive thickening of the leaflets. Also, the level of regurgitation was mild-to-moderate. The patient was reported to be symptomatic and that she had increasing dyspnea on exertion. The patient is noted as being okay and does not require intervention of the valve at this time. However, the patient may need to have a tavi procedure in the future. She is currently being followed by the out-patient department and the device remains implanted. No additional details provided.